Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as area was not cleaned before starting pd. The patient was hospitalized on the same day as the onset and was treated with fortum injection (1 gram, intraperitoneal, duration and frequency was not reported) and forcan injection (1 gram, intraperitoneal, duration and frequency was not reported) for peritonitis. At the time of this report, the patient was not recovering from the event. The patient was discharged seven days after being hospitalized. Pd therapy was discontinued, patient shifted to hemodialysis and catheter was removed. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that the patient was retrained with proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.